Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported the caller working with the pt post-MRI and they had been unable to turn stimulation back on after an MRI. The pt not close to caller at time of call. Technical services (tss)s reviewed the appropriate app to use and to try shutting down the handset and the communicator and retry. The caller said that the handset and the communicator are connecting, but the communicator was not finding the ins. The caller wanted to put a page out to the manufacturer representative (rep) to turn stimulation back on. Tss transferred the caller to the national answering service (nas). The hcp called back later that day. The caller had gotten disconnected while being transferred to the nas due to losing power. Tss provided the nas phone number and attempted to transfer to nas but the caller got disconnected in the process.